Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. Additional suspect medical device component involved in the event: model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7134548, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (B)(4).

Event description:
It was reported that the patient experienced a stroke following the stage one implant of the lead of the deep brain stimulation (dbs) system, bleeding was identified during the implant. The patient symptoms included leaning to the left, inability to walk, inability to talk for three days and was confusion. The physician believes that the event was due to the device during the implant. The patient was hospitalized and has since been transferred to inpatient rehabilitation. The patient is almost back to baseline but is still experiencing issues with his speech.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. Additional suspect medical device component involved in the event: model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7134548, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) (B)(4). With all the available information, boston scientific concludes that the cause of the patient experiencing a stroke following the stage one implant of the lead of the deep brain stimulation (dbs) system, was confirmed based on record review. The device was not returned as it remains implanted, therefore; device analysis could not be done. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The device was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states gait difficulty (trouble walking) and falls, intracranial hemorrhage (which can lead to stroke, paralysis, or death), speech or language difficulties and confusion or problems with attention, thinking, or memory (acute or chronic) are a known risks with the use of deep brain stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The device was not returned as such physical analysis was not conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint, and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient experienced a stroke following the stage one implant of the lead of the deep brain stimulation (dbs) system, bleeding was identified during the implant. The patient symptoms included leaning to the left, inability to walk, inability to talk for three days and was confusion. The physician believes that the event was due to the device during the implant. The patient was hospitalized and has since been transferred to inpatient rehabilitation. The patient is almost back to baseline, but is still experiencing issues with his speech.